Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the device failed patient side occlusion test. No patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine, the customer reported issue of npi 8100 failed patient side occlusion test. Based on the troubleshooting results, technical support determined, the proximate cause of the customer¿s reported issue. Technical support: 1. Clear the occlusion. 2. Using the applicable maintenance software: a. Perform the patient side occlusion test, b. Perform the calibration and/or replace the pressure sensor. 3. Return the module to the factory. Recommended replace pressure sensors. If pressure sensors do not resolve the problem, dip will send unit in for flat fee repair. A review of the device history record for sn #: (B)(6) was performed, from date of manufacture 03/15/2016 to the present date 01/18/2021. And confirmed, that this device was not previously returned for servicing. Also, there were no production failures, indicated on the source device. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text: no product returned.

Event description:
The customer reported, that the device failed patient side occlusion test. No patient involvement.